Manufacturer narrative:
H11: this report involves a patient who experienced an unspecified infection in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the infection was not reported. It was reported that the patient went to the hospital but it was not reported if the patient was admitted for the event. Treatment and outcome were unknown. Action with pd therapy was not reported. No additional information is available.